Manufacturer narrative:
G3: updated source type: literature/company representative.

Manufacturer narrative:
Correction to b3 and d6: implant date and date of event have been estimated based on reported information.

Manufacturer narrative:
Article published in the journal of thoracic and cardiovascular surgery c volume 157, number 2 e25, authors: daniel grinberg, md, kaled adamou nouhou, md, matteo pozzi md, and jean-francois obadia, md, phd, lyon, france. In addition, the device lot number, implant and explant date were requested, but no information has been received. The event date used is date of the publication. Warnings in the instructions for use (IFU) for gore-tex® suture state the following among other warnings: the replacement of chordae tendineae requires accurate sizing to ensure satisfactory functioning of the valve mechanism. Chordae tendineae replaced with sutures that are either too long or too short can result in failure to correct valvular incompetence. Additionally, the instructions for establishing chordae tendineae length state: knot the gore-tex® suture ends using at least seven flat square throws. Care should be taken to avoid altering the length of the suture while knotting. Shortening of the artificial chordae while knotting could result in over-correction of the leaflet prolapse and restrict the leaflet motion.

Event description:
The following publication was reviewed: artificial mitral chordae: when length matters. The publication reports that mitral valve repair on the beating heart with transapical implantation of gore-tex polytetrafluoroethylene chords is a novel minimally invasive surgical technique for treatment of degenerative mitral valve disease. The procedure is performed with the aid of the neochord ds1000 device and has been described in several studies. The article reports a case involving (B)(6) year old man with a history of previous coronary artery bypass grafting, atrial fibrillation and severe symptomatic mitral regurgitation (mr). This patient was the first in the neochord program. In (B)(6) 2014, he underwent transapical implantation of 3 neochords with a good postoperative result. Thirty months after initial success, the patient was admitted for an acute recurrence of dyspnea, revealing a recurrence of mr with a p2 flail. Surgical exploration found a transection of all neochords in their middle without valvular detachment. A mitral valve replacement was performed. The patient was discharged on day 13 with a satisfactory tte result.